Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set experienced leakage from connector port. The following information was provided by the initial reporter: oozing and leakage from connector port without damage.

Event description:
It was reported that the bd alaris¿ smartsite¿ extension set experienced leakage from connector port. The following information was provided by the initial reporter: oozing and leakage from connector port without damage.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 21075324 . D4: medical device expiration date: 2024-jul-05. H4: device manufacture date: 2021-jul-24. D4: medical device lot #: 21075325. D4: medical device expiration date: 2024-jul-10. H4: device manufacture date: 2021-jul-10. H6: investigation summary one 20039e sample was received for investigation without packaging; the lot number was not specified, however analysis of the smartsite ID indicated that the product was from either lot 21075324 or lot 21075325. A connecting bd luer slip 5ml syringe was also received to assist the investigation; furthermore residual blood was present in the sample. Functional testing confirmed the customer's experience as leakage was observed from the tubing joint of the smartsite component; a closer inspection could not identify any obvious defects which may have contributed to the observed leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance, however the customer's experience is likely to have been cause by an inconsistent application of solvent during the assembly process; this is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lots 21075324 and 21075325 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed for awareness of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 20039e product over the past 12 months. H3 other text : see h10.